Manufacturer narrative:
(B)(4). Concomitant products: stent: 4.0x15mm xience xpedition; other: intravascular ultrasound (ivus). There was no reported device malfunction and the product was not returned. The reported patient effects of angina and thrombosis, as listed in the xience xpedition everolimus eluting coronary stent system instructions for use (IFU) are known adverse patient effects that may be associated with the use of coronary stents. Although a conclusive cause for the reported patient effects, and the relationship to the product, if any, cannot be determined, there is no indication of a product quality deficiency with respect to manufacturing, design or labeling.

Event description:
It was reported that using a right femoral artery access approach during a procedure of a patient who presented as stemi and a tandem lesion of the right coronary artery (rca) a 4.0 x 15 mm xience xpedition stent was implanted in the mid rca and a 4.0 x 23 mm xience xpedition stent was implanted in the proximal/ostial lesion of the rca followed by post-dilatation with a 4.5 x 12 mm nc trek balloon dilatation catheter (bdc) with a good result. The patient was noted to have chest pain within 1 hour of the procedure and was returned to the cath lab where occlusion and thrombus of the proximal stent was noted. A unspecified floppy guide wire was passed through the lesion and flow was re-established. An angiojet was passed up and down the area and aspiration performed. Balloon dilatation using a 4.5 x 15 nc trek at 16 atmosphere (atm) followed by intravascular ultrasound (ivus) showed a good result. Additional post-dilatation with a 5.0 x 15 mm nc trek was completed. There was no reported adverse patient sequela. There was no reported clinically significant delay in the procedure. No additional information was provided.